Manufacturer narrative:
The customer reported the suspected blender printed circuit board (pcb) is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected blender pcb for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays ventilator inoperable alarms. The nurse reported the burnt smell from the ventilator. When they powered on the ventilator to check, a smoke arose and they powered it off. The customer reported when they checked inside, they found the condenser of the blender printed circuit board burnt. The customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
(B)(4). The vyaire failure analysis laboratory received the suspect component and performed a failure investigation. A visual inspection of the blender pcba (p/n: 50630 showed capacitor component c73 p# (B)(4) physically damaged due to overcurrent. After installing the pcba into a known good top level blender and then installed onto a known good unit and powered on. The reported vent-inop condition was verified and isolated to the open capacitor c73. This capacitor is part of the 24v incoming power from the main pcba and is isolated as the cause of the vent-inop condition. The cause of the capacitor failing could not be determined as only the pcba was returned and not the complete system in order to troubleshoot and isolate the true cause.